Event description:
It was reported that advancement of the subject stent was restricted through the microcatheter due to resistance encountered between the stent delivery wire and the microcatheter. When the physician attempted to withdraw the delivery wire, the subject stent got deployed within the proximal shaft of microcatheter. The physician replaced the microcatheter and stent with another product and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was noted to be kinked/bent. The stent was found to be deployed inside the microcatheter and noted to be deformed. The stent introducer sheath distal tip was intact. The microcatheter was intact. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' was confirmed during device analysis. The remaining ar codes 'sdw friction' and ' stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after performing flushing outside the body, the stent was connected from the introducing sheath through a rotating homeostasis valve (rhv) to the hub of the microcatheter, ensuring no gap between the stent introducing sheath and the microcatheter hub and no bending of the introducing sheath within the hub. The y-valve of the microcatheter was tightened, and the stent delivery wire was slowly advanced. When the entire stent entered the proximal end of the microcatheter by approximately 3cm, the resistance of the stent delivery wire increased, preventing the stent from continuing to advance within the microcatheter. When the physician attempted to withdraw the delivery wire, it separated from the stent, leaving the stent at the proximal end of the microcatheter'. The stent was returned for analysis in a deployed condition inside the proximal lumen of a returned microcatheter. It was necessary to cut open the proximal shaft of the microcatheter to recover the stent. Once recovered, the stent was noted to be deformed, especially towards the proximal (closed cell) end. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was also returned and was noted to be slightly bent at the proximal end of the wire. Given the detailed explanation provided by the user and their clear understanding of the steps necessary to successfully transfer the stent out of the introducer sheath and into the proximal lumen of the correctly-sized microcatheter, there is no clear explanation why the stent experienced resistance when it had been transferred into the microcatheter. If the rhv vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the stent through the microcatheter. Based on the review of all available information, the as reported 'stent deployed prematurely during use', 'sdw friction' and ' stent difficult/unable to advance or pullback through catheter' codes as well as the as analysed codes 'stent deployed prematurely during use', ¿stent deformed¿ and ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that advancement of the subject stent was restricted through the microcatheter due to resistance encountered between the stent delivery wire and the microcatheter. When the physician attempted to withdraw the delivery wire, the subject stent got deployed within the proximal shaft of microcatheter. The physician replaced the microcatheter and stent with another product and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.